Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the heating function was not given, and the fog free function did not work, the distal cover glass fogged up, the outer tube (thermistor) was broken and error 104 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube (thermistor) was broken and therefore error 104 occurred (since the heating function was not given and the fog free function did not work, the distal cover glass fogged up and the image appeared foggy as a result). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited a foggy image. This issue was found during reprocessing. There were no reports of patient involvement.